Event description:
Additional information was received that there was no surgical or medicinal intervention required to remove the device. All pieces were removed from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the peice was detached partially so it could be removed via the catheter.

Event description:
It was reported that during a procedure to treat an ischemic stroke in the left carotid, the stent detached from the pusher wire. The modified rankin score was 5 during the procedure, with a baseline score of 0. The nihss score improved from a baseline of 18 to 5 post-procedure. The tici score improved from a baseline of 0 to 3 post-procedure. The stroke onset to reperfusion time was 16. The vessel tortuosity was moderate, and one pass with the device was made. There were no patient symptoms or complications associated with this event. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Additional information received clarified that during navigation the device broke and needed to be removed. The cause of the break was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr4-6-40-10 stent device was returned for analysis inside the inner pouch, outer carton, sealed biohazard bag, and a shipping box. Damaged location details: the solitaire fr4-6-40-10 stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker, and no defects were found on the marker coil. The pusher wire broke at 27.1cm from the distal tip and was kinked at 2.5cm to 4.5cm from the proximal end of the pusher wire. The broken end of the pusher wire was sent out for sem failure analysis testing. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr4-6-40-10 stent device cannot be used for resistance testing. The broken end of the pusher was sent out for scanning electron microscopy (sem) failure analysis. The sem results indicated that, based on the dimple rupture features, it is believed that the broken end failed via overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.